Event description:
Customer called reporting problems with her insulin pump. Her blood glucose was not provided. Customer said her device was alarming. It was unknown whether the device was dropped or bumped prior to the alarm. The drive support disk appears normal. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Unit unable to prime during the prime/a33 test due to loose/protruded drive support disk. No a33 alarms noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Unit missing end cap sticker.